Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pictures were not provided of the cup and it was not returned. Part and lot identification are necessary for review of device history records, neither were provided for the cup. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during the total hip replacement, the surgeon was unable to insert the polyethylene liner into the cup. The operation delayed for 5min and was continued by replacing it with another new prosthesis. The procedure was completed using a new liner and a new cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 20123604 item name g7 longevity high wall 36mm d lot # unk. G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.